Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices anvil bent but were fired completely, however, seven days following a laparoscopic esophagoga strostomy, a leak was observed. They immediately performed gastroscopy and saw the hole, and eventually used sutures for the closing and the case was completed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices anvil bent but were fired completely, however, seven days following a laparoscopic esophagogastrostomy, a leak was observed. They performed additional operation to correct the issue. It was also reported that there were 3 patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices anvil bent but were fired completely, however, seven days following a laparoscopic esophagogastrostomy, a leak was observed. They immediately performed gastroscopy and saw the hole, and eventually used sutures for the closing and the case was completed.